Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 13-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain indications. It was reported that the patient had her battery replaced with the new platform. One of her leads was not functioning. The lead was fractured showing all electrodes out of range. The hcp decided to leave that lead in place because the patient was getting great coverage on the remaining lead. The hcp was concerned that if he tried to pull out the fractured lead it would also pull out the one that was working. The patient is delighted with her coverage and completely understood the hcp's reasoning.